Event description:
During the surgery, the trocar 12mm port broke into right pleural cavity into what the team felt was 4 pieces/shards. 3 pieces/shards were located with 1 potential shard left in the patient likely causing no harm. Imaging completed with no location of a remaining shard.